Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient controller was displaying replace generator issue. No additional information is available at this time.